Event description:
It was reported that an artificial urinary sphincter (aus) implant surgery was aborted because the cuff was in the urethra. "Dr. (B)(6) implanted a 4.0 cuff after using the cystoscope it was observed that the cuff in the urethra therefore he had to removed the cuff, repair the urethra and abort the case. The prb and pump were not implanted only the cuff. Dr. (B)(6) will wait at least 2 months before trying to reimplant an aus system to allow adequate time for the urethra to heal." It was further reported that the physician does not believe the bsc device contributed to the reported issue. He believes it was due to "poor quality tissue." The perforation was surgically repaired. Following the surgery the patient was fine. He is being given time to allow the urethra to heal before they attempt to implant another device.